Event description:
It was reported by the customer that on (B)(6) 2010, there was fiber cap detachment at 53,264 joules while inside the patient. All pieces of the cap were retrieved and no patient injury was reported. The device was not returned for evaluation.